Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) reported system problem rm04 and rm06 messages displayed when attempting to charge their ins and patient did not have an idea of the event date as it had been awhile but noted that it was really bad within the last month since they noticed issues charging their ins. Patient stated they reset the controller to restart their charging session and patient also noted sometimes the messages displayed in the middle and sometimes in the beginning. During the call patient confirmed no visible damages to the recharger (rtm) and controller charging port. Patient confirmed rtm was getting hotter than usual while recharging ins once in a while. The issue was not resolved. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported. Additional information was received from the patient . Patient called and mentioned this was the third time they had called. The recharger antenna (rtm) had been replaced two times, but the rtm replacements did not resolve the issue. Patient said they still got rm04 and rm06 when charging their implanted neurostimulator (ins) and they got a software problem code now several times:"software problem: cannot continue: call medtronic: 1_intellis 2_ 3.0 3_243 4_qf-port" and "software problem: cannot continue: call medtronic: 1_intellis 2_ 3.0 3_0 4_0." Software problem codes came up in the past couple of weeks. Patient mentioned their ins still took 1.5 hours to charge even though, when they first got the ins, the ins took 20 minutes to charge. A replacement controller was requested.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), and product type: recharger. Product ID: 97745, serial# (B)(6) and product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755 and serial/lot #: (B)(6). H3. Analysis was performed on [product ID: 97755, serial# (B)(6). Analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.